Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors. The customer states that they have had issues with blood at site. The customer states one of the sensors was soaked with blood, another came apart when it was removed. The customer's blood glucose level was 41mg/dl. The customer treated with juice. Troubleshoot was conducted. The customer is being sent replacement sensors and will be returning sensors for analysis.